Event description:
It was reported that revision surgery was performed due to pain and a possible soft tissue reaction. The acetabular cup remained implanted.

Manufacturer narrative:
The combination of devices used in this case constitutes an off label application in the USA.